Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an issue filling or aspirating the reservoir. The pt's health care provider tried repeatedly to refill, but was unable to. It was later reported that the pt was not having any symptoms. The event occurred during a routine refill. The event occurred on (B)(6) 2011. It was decided that the pump would be replaced. It was also reported that the pt's health care provider had not ordered lioresal, which makes the drug in the pump uncertain. The drugs used in the pump at the time of the event were dilaudid, bupivicaine, and either lioresal or compounded baclofen. Additional info has been requested; a f/u report will be submitted if additional info becomes available.